Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen malfunction. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and it was reported that the customer's v60 ventilator had a touchscreen that would not pass the calibration. It was also noted that the screen was damaged. The km reported that the touchscreen was replaced to resolve the issue. The device was returned to service.